Manufacturer narrative:
It was reported that bed does not want to work at all. With remote and even when plugged into power. States nothing is working. Thinks it might be motor or battery. No functions of the bed are working. Customers are near the bed, main power cord is intact and utilized multiple outlets. Customers verbalized that no pendant functions work and there is no indication that motor and drive shaft are responding at all. No response may be an indicator of a defected hand pendant or control box. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission

Event description:
It was reported that" bed does not want to work at all. With remote and even when plugged into power. States nothing is working. Thinks it might be motor or battery"